Event description:
Philips received a complaint on the heartstart mrx device indicating that the ECG cable test failed.

Manufacturer narrative:
Phone number: (B)(6).

Manufacturer narrative:
The rse evaluated the device remotely and determined that ECG cable test failed. The issue was resolved after unplugging and re-plugging in the ECG lead and guiding the self-inspection of the equipment. The device remains at the customer site and no further evaluation is warranted at this time.